Manufacturer narrative:
D2b: pro code (product code): itx, obj. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During withdrawal, the catheter could not be removed over the wire. The procedure was completed using this device. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During withdrawal, the catheter could not be removed over the wire. The procedure was completed using this device. No patient complications were reported.

Manufacturer narrative:
D2b: pro code (product code): itx, obj. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscopic inspection revealed that the guidewire exit port was damaged. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.